Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump under delivering because the customer¿s blood glucose was not stable. Customer stated they smelling insulin odor since three months. Customer stated that they changed sensor and catheter many times but there was a same problem. Customer stated that they experience the hyperglycemia. No harm requiring medical intervention was reported. The device will not be returned for analysis.